Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this cardiac resynchronization therapy defibrillator (crt-d) received anti-tachycardia pacing (atp) and shocks for supraventricular tachycardia (svt) which exhausted therapy. Boston scientific technical services (ts) stated that this is inappropriate pacemaker mediated tachycardia (pmt). The field representative had no further information regarding the event. The device remains in service. No adverse patient effects reported.